Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was over 600 mg/dl. She called to find out if the customer's insulin pump would have any issues if there had been an electric storm. She stated that she received a call from the hospital that the customer had been admitted with high blood glucose and stated that she had to disconnect the call. She advised that she would call back later after speaking with the doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.